Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported occlusion alarms occurred. System check was performed with tandem technical support and there was a blockage in the cartridge customer cleared the alarm and reported that the cartridge would be changed. Multiple follow up attempts were made by tandem technica support (tts), however, no response was received by the customer there was no adverse impact to the customer¿s blood glucose level.